Event description:
I used fixodent from (B)(6) 2002 until (B)(6) 2010. Over a period of time, I began having extreme pain in both feet toes and tiredness in my lower legs. My feet swell quite often and they're constantly either very hot or very cold. I have to let them hang on the side of the bed at night sometimes when the pain becomes unbearable. Some days I can barely stand and put weight on my feet. Blood tests have been taken and I'm sending a copy of the results with this paperwork. Both toes are numb. Dose: denture cream. Frequency: daily. Route: oral. Dates of use: (B)(6) 2002 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.